Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The calibration and qc were acceptable. The field service engineer found that the special wash setting was incorrect and confirmed a pipetting issue. No reagent issue was found. The reagent performs within specifications. And no general instrument issue was found. The service actions performed by the engineer (cleaning the sample, reagent, and sipper probes, the tubing, and adjusting the gear pump head pressure) resolved the issue. The investigation did not identify a product problem. The cause of the event was due to a missing customer maintenance activity, leading to a pipetting issue.

Manufacturer narrative:
The hbsag ii reagent expiration date was not provided. The e601 module serial number was (B)(6) the field service engineer cleaned the sample, reagent, and sipper probes, the tubing, and adjusted the gear pump head pressure to specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant positive results for 3 patients' samples tested with elecsys hbsag ii assay on a cobas 6000 e601 module. Sample 1: initial result: 1.11. Repeat result: 0.378. Sample 2: initial result: 0.993. Repeat result: 0.462. Sample 3: initial result: 1.86. Repeat result: 0.630 (tested on line 2). The unit of measurement was not provided. No questionable results were reported outside the laboratory.